Manufacturer narrative:
The company clinical specialist provided assurance that alcon conducted an extensive research and clinical literature review to ensure that our products are within clinical and regulatory parameters. The info provided stated if the metal particulate is less than 0.1 mm no concerns were found for interactions with the magnetic field or excessive heat. The smri safety committee published in the journal of magnetic resonance imaging "policies, guidelines, and recommendations for mr imaging safety and pt management". In this report, it was concluded that "that if a pt with a suspected intraocular ferromagnetic foreign body has no symptoms and a series of plain radiographs of the orbits does not demonstrate a radiopaque foreign body; mr imaging may be performed safely." They also reference a study where metal particles ranging from 0.1 mm x 0.1 mm x 0.1 mm to 1.0 mm x 1.0 mm x 3.0 mm are studied in animal eyes at 2.0 tesla with no adverse clinical effect. No samples were sent for eval. The root cause of the pt's event cannot be determined in this investigation. (B) (4). (B) (4).

Event description:
The surgeon reported metal particles were noted on the iris post operative. The surgeon is concerned if it is safe for the pt to have an MRI with metal particles retained in the eye. The surgeon described the particles as a subtle dusting. The pt has not had a reaction to the retained particles. No pt injury was reported.